Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not discharge. The customer isolated the fault to the multi-functional cable. Complainant indicated that there was no pt involvement in the reported malfunction.